Event description:
The customer reported the device will not switch on. The field service engineer clarified a vent inop occurred due to power supply failure.the customer reported there was no patient involvement.